Manufacturer narrative:
Additional information: a medtronic representative confirmed that the procedure was a lumbar fusion and there was no impact to the patient. The computer was returned to the manufacturer for analysis. The mobile view station (mvs) computer successfully loaded os and application, time/date (cmos) check was good. Virus scan and patient data removal performed. Installed mvs computer in a test system and the system achieved ready. The 2d and 3d imaging, as well as all communication functions were as expected. While under test, no instances of freezing, crashing or being unresponsive were observed. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site, and parts were returned to the manufacturer for evaluation. On-site, it was found that the system could not expose 2d or 3d. There was an intermittent issue with the mobile view station (mvs) computer becoming unresponsive and freezing. Troubleshot and found problems with the mvs computer and the system took longer than usual to start. Ordered and installed a new mvs computer and system ctrl board. Tested the system by taking 2d & 3d exposures 45 minutes apart. Asked the site radiologic technologist (rt) to do the same but with 2 hours interval. The rt called back confirming that she was successfully able to take more 2d & 3d exposures after leaving the system idle for more than 2 hours. The system control board and the mvs computer have been returned to the manufacturer for evaluation, although analysis is not yet complete. In addition, a software investigation was completed. However, this investigation was inconclusive, as it was determined that the reported issue was caused by system hardware. The software was determined to be functioning as designed. A full imaging system check-out was completed following replacement of the system control board and mvs computer, and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system was unable to take 2d images. It was reported that the user was holding down the fluoro button, the fluoro timer was counting up, and the system was beeping, but no images were displaying on the mobile view station (mvs) monitor. No errors were displayed. The use of the imaging system was discontinued at this point and the procedure was completed successfully using a c-arm. There was a reported delay to the procedure of less than 1 hour due to this issue. No impact to the patient was reported. No additional details were provided.

Manufacturer narrative:
The system control board was returned to the manufacturer for analysis. The tester installed the system control board in a test imaging system. The system readied, all peripherals were functional and successfully performed 2d and 3d imaging. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.